Manufacturer narrative:
No conclusion code available; failure event observed during analysis. The partial connector portion of a lead measuring 5.1 cm was returned for analysis. Final analysis found that lead insulation degradation at 4.3 cm from the connector pin. Inner insulation was found to be intact at this location.

Event description:
This report is to advise of an event observed during analysis.